Manufacturer narrative:
Additional information: d10, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The post- accelerated stress test (ast) 2-hour 15 min 8500 ml simulated treatment was initiated and failed due to a (heater bag not detected) during set-up. There were visual indications of dried fluid found under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump during an internal inspection of the cycler. The cause of the observed dried fluid could not be determined. The inspection also found the hp1, hp2, and hp3 filters to be clogged. The hp1, hp2, and hp3 filters were replaced with clean filters. A second post-ast 2-hour 15 min 8500 ml simulated treatment was performed and completed without alarms or failures. Ast test was performed and failed. No fluid leaks in the test cassette during the accelerated stress test. Encountered grinding motor b. A pre-ast 15-minute 1000 ml simulated treatment was performed and passed. The cycler was powered off / on during the treatment. A power fail recovery alarm occurred when the cycler was powered back on. The treatment was resumed and completed without failure. The cycler underwent and passed a patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. A review of the device manufacturing records was conducted by the manufacturer. A DHR review found that the fluid leak box had been checked on the cycler identifying, disinfecting and disposition form on 09/11/2018. Mushroom head check passed (09/11/2018).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 1 of 10 of treatment. The cycler was rebooted and received a power failed recovery failed alarm. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however, to date not provided.